Manufacturer narrative:
The insulin pump was received with a critical error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor was found with moisture damage. The insulin pump was received with minor scratched lcd window, scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received a critical pump error alarm with an open blood image. Customer's blood glucose was unknown. Insulin pump would be replaced.